Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic, noise was observed on the device and intermittent communication issue was noted. Programming changes were made. Patient is stable.